Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that the catheter became entangled with another catheter. It was reported that during the ablation procedure for atrial fibrillation, while in the left atrium (right pulmonary vein), a spline of the intellamap orion catheter became entangled with a non-bsc catheter and was stuck. The orion was deployed at the time, and it was possible to slowly withdraw the ring catheter, which allowed both catheters to be removed from the patient. It was noted that resistance was felt when withdrawing, but there was no observable damage to the orion catheter. The procedure was completed and there were no patient complications.